Event description:
Covidien received information stating that while in use on a patient an 840 ventilator had an erratic lower graphic user interface (gui) liquid crystal display (lcd). There were no alarms and the patient ventilation was not interrupted. The ventilator remained in use until the patient was removed from the ventilator/no longer required assisted mechanical ventilation.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).